Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that while on the pump this past year, the patient had twice been diagnosed with diabetic ketoacidosis. The reporter was unwilling to troubleshoot. This complaint is being reported because the pump could not be ruled out as a cause contributor.